Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-23. It was reported that the pump had been malfunctioning since (B)(6) 2016. The flow rate error started in (B)(6) 2016 with a flow rate error of 7.8, then it went to 8, then it went to 11, and then to 12. It reportedly fluctuated up and down, but now it was staying pretty much at 12. It was noted that the patient's last expected reservoir volume (erv) was 5.9, and the actual reservoir volume (arv) was 9.5. The patient's hcp had increased the dosing to compensate for the erv/arv. The patient was to follow-up with a healthcare provider on (B)(6) 2017 for a refill.

Event description:
Information was received from a consumer (con) regarding a patient receiving 50 mg/ml morphine at a dose of 48.7 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported by the patient that since implant on (B)(6) 2015 the patient's pump had never worked correctly, as the patient started to get extra out and getting more and more extra out. Per the patient, she was shown a flow rate accuracy chart at her refill. The patient stated it was now at a 12% flow rate error. The patient stated she tried to speak to her healthcare professional (hcp) about it but was having trouble and not getting anywhere. The patient stated she had not been getting relief like she should since implant. The patient also reported that since implant on (B)(6) 2015 the area where the pump was located was infected. In (B)(6) 2016 the pump was moved from the right abdomen to the middle left side. Per the patient, both the area the pump was (right abdomen) and the area it was moved to (middle left side) stayed infected for a year until in (B)(6) 2016 the infection cleared up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.